Event description:
It was reported that an x-ray showed the atrial lead dislodged. Twiddlers syndrome was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.